Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
This information was previously reported in manufactures report # 3004209178-2012-07192. Additional review revealed that information should have been reported as two separate events. All further information regarding the security gate exposure will be reported as part of this event. It was reported that the patient had their device reset and 'everything was great.' It was further reported that around the same time the patient also went through a security gate at the (B)(6). It was then noted that the patient had been having issues with her device for a week and a half. It was further noted that the device was off at the time of the exposure from the security gate. It was later reported that impedance test showed normal results. The manufacture representative did some reprogramming and the patient reported better coverage in her back. It was noted that there was some shift of the stimulation to her legs where she did not like much and less in her back. No malfunctions were seen and no cause of the issue was determined. No interventions have been planned. The patient was reportedly feeling better at the end of the last reprogramming and has not been seen since.